Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was since ins implant date the pt has had swelling and a burning sensation around their ins. Patient said that they felt pain around the battery location for they felt tenderness and soreness. Patient mentioned that their ins randomly shut off as well. Communication as sent to the field.